Event description:
Related manufacturer report number: 2017865-2022-01079 and 2017865-2022-01080. During an in clinic follow up, an increased threshold, high pacing impedance and a loss of sensing was noted on the right ventricular (rv) and left ventricular (lv) leads. An x-ray was performed and revealed dislodgement of both the rv and lv leads. The rv lead was explanted and replaced. The lv lead was explanted and during the replacement of the lv lead, it was noted the guidewire was unable to advance in the new lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event was the guidewire failed to advance through the lead. As received, a complete lead with a stylet restricted inside the lead was returned in one piece for analysis. The reported event of the guidewire failed to advance was confirmed. Visual inspection and x-ray of the lead found the coil to be offset/damaged at multiple locations and at the connector region. The guidewire insertion test couldn¿t perform due to the damaged coil consistent with procedural damage. The cause of the reported event of the guidewire failure to advance was isolated to the coil being offset/damaged found on the lead. The s-curve hump height was measured within specifications.